Event description:
It was reported that pump housing around usb port was damaged, although charging ability was not affected and caller was initially unsure if screws still held surrounding plastic in place. There was no reported impact to the customer¿s blood glucose level. After customer sent photos, technical support determined screws no longer held plastic piece securely and advised that issue warranted replacement, but customer declined replacement due to upcoming warranty expiration, with understanding that replacement remained available if desired, and case was closed with no further action requested.